Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley catheter with sample port connector with inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The balloon rested for 30 minutes without leaks and passively deflated in 2 minute and 34 seconds with no issues or cuffing. The balloon was dissected to find the inflation notch was completely perforated. The reported failure could not be reproduce. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that water leakage occurred from the foley catheter during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter during a pretest.